Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. While attempting to transect the small bowel, the loading unit showed the tissue to be at a zone 4 level thickness. After firing, the powered handle did not count down from 12 to 11. It remained at 12, as if the reload was not fired. The stapler did not fire. To complete the procedure, another loading unit was used successful. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities. Functionally the loading unit was loaded with a representative cartridge and was applied to test media. All staples were placed, and test media was cleanly transected. The handle correctly displayed that the loading unit had been fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.